Event description:
According to the surgeon's operative note: the patient "underwent a robotic sacral colpopexy, which has afforded her excellent pelvic floor support without any recurrence of prolapse. The patient had a transobturator tape placed at the same time. Initially she has developed dyspareunia and pelvic pain and point to an area under her urethra to the left corresponding to the placement of the transobturator tape. She elected to undergo the above-listed procedure. The entire intravaginal transobturator tape was dissected and cut sharply and sent off the field as a specimen. There was no residual palpable transobturator tape." Post op note: "findings: non-eroded transobturator tape causing dyspareunia. There were no complications noted."